Manufacturer narrative:
Follow-up #1 date of submission 06/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2014 with the following findings:a review of the pump black box data revealed a loss of prime associated with a low, non-zero force. A loss of prime was not duplicated during testing. The force sensor calibration reading was within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.